Manufacturer narrative:
(B)(4)

Event description:
It was reported in (B)(6) 2014, the patient got a baclofen pump implanted due to spasms after a cervical operation. Starting (B)(6) 2015, the pump had intermittent administration problems. Some times the issue would last several minutes, other times it would last several hours. The patient went to the hospital to check what the reason was, but their healthcare professional (hcp) did not know. The hcp increased the dosage. On (B)(6), intermittent administration problems happened 3 times. It was then stated, now the patient is well. The exact symptoms were "to be confirmed". The cause of the event was "to be confirmed". The patient was reported to be under continued observation.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that it was unknown if the patient experienced any symptoms or what they were. The cause of the event was unknown. The patient did not go to the hospital but may do so around mid-may. No further specific details were provided. Should additional information be received a supplemental report will be filed.